Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital for continuous low flows, and had sporadic spells of dizziness. The manufacturer's technical service representative reviewed the log file and confirmed low flow events on (B)(6) 2019. The clinical team believed that the low flow event is caused by right ventricle failure. The patient was treated right heart catheterization and inotropes. The patient has central venous pressure (cvp) of 20. The patient remains on inotropic support, and is listed for heart transplant. The vad is functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed continuous low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate ii lvas and the reported event could not be conclusively established through this evaluation. The submitted log file contained approximately 3 hours of data from (B)(6) 2019. Continuous low flow hazard alarms were captured due to the estimated flow being consistently below the threshold of 2.5 lpm. These events did not appear to be associated with elevations in pump power or pi events. Despite the observed alarms, no other atypical events were captured and the pump appeared to function as intended, operating above the low speed limit for the duration of the file. The patient remained ongoing on heartmate ii lvas. The hmii lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document discusses the potential development of right heart failure during the use of the heartmate ii lvas and outlines the associated treatment options. The IFU further cautions that right heart failure can occur following implantation of the pump and right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. In reference to flow, the hmii IFU explains that pump flow is estimated from pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Furthermore, the hmii IFU and patient handbook describe all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.